Manufacturer narrative:
The philips international field service engineer (fse) replaced the power management (pm) pcba. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The replaced pm pcba was returned for failure investigation. Visual inspection of the pm board revealed no evidence of damage or contamination. The pm board was tested, and no failures were identified.

Manufacturer narrative:
The customer evaluated the device and the assistance from an international philips remote service engineer (rse). The rse provided the customer with the repair quotation. The rse recommended that the customer replace the power management (pm) printed circuit board assembly (pcba). Multiple attempts were made to obtain information regarding the patient information, repair, and operational status with no response from the reporter. The root cause cannot be determined in the assessment of this complaint due to the lack of further information furnished by the customer. The resolution and disposition are unknown.

Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a ventilator puts itself into operation while being turned off. The patient involvement information is currently unknown but has been requested. No patient or user harm was reported. The device was evaluated by the customer and an international philips remote service engineer (rse). Further information regarding repair has been requested from the customer. No response has been received at this time.